Event description:
The tip on the plasmakinetic dissecting forceps was noted to be opening and closing poorly. [This is a single use device and it is not reprocessed.] Device usage problem: device malfunction - that is, the device did not do what it was suppose to do.